Event description:
Clinical narrative (updated 2026-6-17). With further clarification with the field representative, there was an allegation of hemolysis that occurred within the time of pump support, when the pump was alarming for being malpositioned in the aorta, when it was in the left ventricle. The hemolysis was not noted to be treated with any blood products or dialysis. Prior clinical narrative: an impella 5.5 was inserted via the axillary artery graft to support the 65 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The 5.5 was the second pump placed as care escalation from a prior impella cp pump. Underlying medical history was not shared. The 5.5 was supporting when there was an observation made of purge leak at the pump sidearm. The leakage did not prompt any pump explant. The team monitored the purge flow and purge pressures. The pump remained on and support continued. While on support the device functioned as expected, p-4 with 2.5l/min flow with d5w with bicarb in the purge solution. After 42 days of support the 5.5 was explanted and replaced by another 5.5 pump. The pump had been utilized beyond indication and flow saturation was occurring. Also the pump alarmed for being in the aorta despite the imaging revealing the pump to be across the valve appropriately. The alarm was false. The condition was deteriorating and there was pulmonary edema and elevated labs. The pump was explanted and replaced. Upon explant there was biomaterial observed. The 3rd pump, another 5.5 is supporting. No further intervention was noted for the thrombus. The patient survived the event. The impella 5.5 device was exchanged for another impella 5.5 without any observed impact on the patient¿s hemodynamic status.

Manufacturer narrative:
B5 narrative updated and h6 medical device problem code updated.

Event description:
Additional information was received indicating that the impella device was explanted and the patient survived.

Manufacturer narrative:
Additional information received for d6 explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. The bedside registered nurse noticed trace amounts of fluid accumulated within the impella 5.5 purge cassette. There were no purge flow or purge pressure alarms. Additional information was received. The cassette was not leaking. The purge sidearm had trace amounts of fluid in it. No action was taken outside of the routine purge bag and cassette changes. Monitoring was continued and the issue remained stable. No further fluid was accumulated in the purge sidearm.